Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain at the implant site, since being discharged from the hospital following the implant procedure. The patient was admitted to the hospital for monitoring from april 23 until april 25. A chest x-ray and an echocardiogram were performed, and the patient was treated with lidocaine patches for pain relief. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain at the implant site, since being discharged from the hospital following the implant procedure. The patient was admitted to the hospital for monitoring (B)(6). A chest x-ray and an echocardiogram were performed, and the patient was treated with lidocaine patches for pain relief. Additional information was received, indicating the patient was also provided with pain medications including ibuprofen and dihydrocodeine. No additional adverse patient effects were reported. The device remains implanted and in service.